Manufacturer narrative:
Product event summary: the device was returned and analyzed with no anomalies found. The grommet was damaged and the set screw was missing.

Event description:
It was reported that during an implant procedure, the ventricular port set screw on the device could not be tightened. The physician unscrewed it, but the "screw hole slipped" (could not be tightened) again. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex. If information is provided in the future, a supplemental report will be issued.